Manufacturer narrative:
Supplemental MDR correction: b3: date of event on (B)(6) 2020.

Event description:
It was reported that 6 10 inch ext w / 0.2 ped & vlv port experienced damage / deformation and leakage. The following information was provided by the initial reporter: we have had 5 of the 0.2 micron filters#: 20029e. That have either started turning colors within the filter or cracked and leaking.

Event description:
It was reported that 6 10 inch ext w/ 0.2 ped & vlv port experienced damage/deformation and leakage. The following information was provided by the initial reporter: we have had 5 of the 0.2 micron filters #20029e. That have either started turning colors within the filter or cracked and leaking.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant medical products: device available for eval yes. Concomitant products: returned to manufacturer on: 09/30/2020. Evaluation method codes: 10. Evaluation result codes:114. Evaluation conclusion codes: 133. Investigation conclusion a complaint of tubing leakage was received from the customer. 5 samples were received for investigating. Visual inspection and leakage testing was performed to verify the customer complaint of cracked filters. A device history record review could not be performed on model 20029e because a lot number was not provided by the customer. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the filter cracked and leaked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 6 10 inch ext w/ 0.2 ped & vlv port experienced damage/deformation and leakage. The following information was provided by the initial reporter: we have had 5 of the 0.2 micron filters #20029e. That have either started turning colors within the filter or cracked and leaking.